Manufacturer narrative:
Device manufacture date: the device manufacture date is unavailable. Serial number: the device serial number was not provided by the reporter in the initial report. Therefore, the serial number was documented as unknown. Upon receipt of the device the serial number was identified as (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The manufacturing location was documented as unknown in the initial report and has been updated as (B)(4). The date of manufacture was documented as unknown in the initial report and has been updated as mar 18, 2016. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that no moisture could be detected in the interior. The functional checks identified that the electronic control unit (ecu) did not work. It was determined that the performance could not be measured since the handpiece device did not work. It was determined that the control unit was not functioning and was defective. It was further determined that the device failed pretest for functional test, check trigger and ecu (electric control unit) function and function test ¿forward¿ and reverse¿ . The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a bipolar hip arthroplasty (bha) surgical procedure for a femoral neck fracture, it was discovered that the battery reamer/drill device suddenly stopped at the time of reaming the femur. It was reported that the surgical operation was affected. There was a ten minute delay to the surgical procedure. It was not reported if a spare device was available. It was reported that the event occurred during use on a patient. There was patient involvement reported. It was reported that there was no adverse consequence to the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.